Event description:
Add'l info rec'd from MFR 1/31/2002: MFR investigation determined that there was no pt injury. Eval concluded the following: - the chance of a death or serious injury occurring as a result of a recurrence of the malfunction is very remote. - the consequences of the malfunction do not affect the device in a catastrophic manner that may lead to a death or serious injury. - although it caused the device to fail to perform its essential function, it would not cause or contribute to a death or serious injury, or other significant adverse device experiences. MFR has, therefore, determined that this event does not require a medical device report (MDR). The investigation and conclusion has been documented in its MDR event files.

Event description:
Laparoscopic cholecystectomy being performed. While surgeon was using a u-hook shaped cautery device the tip snapped. The intact tip landed on the liver and was removed from the abdomen without injury to the pt. Device is a "pressed in" tip and the hook came out right at the pressed in contact point. Evaluation did not reveal any sign of undo stress on the tip or the cautery device.